Event description:
During transport in an ambulance while operating on battery power, the pump reportedly powered off without sounding an audible alarm tone. The customer contact could not provide specific patient information, pump programming, or event details. It was unspecified if medical intervention was necessary; however, the patient was reportedly "fine."

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.